Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that, we have a patient at facility who grew stenotrophomonas maltophilia on her blood culture from the PICC, which was only two days old. That organism is often seen in water and adheres to any plastic, easily. They're looking for the source. She had bowel surgery, too, so they're checking with or. I told them the only saline we use is the sterile saline in the kit." No other information was provided. Additional information received 05 march 2024: clabsi identified in patient. PICC placed (B)(6) 24. Positive blood culture collected (B)(6) 24 (day three). Organism growing is stenotrophomonas maltophilia. Infectious disease physician & infection preventionist observed PICC line & dressing on (B)(6) 24. Dressing did not demonstrate blood, fluid, liquid, or wetness. Dressing was completely intact & dated (B)(6) 24. During observation tpn fluid was running. Negative outcome=due to clabsi, PICC line was pulled. Patient discharged (B)(6) 24.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that, we have a patient at facility who grew stenotrophomonas maltophilia on her blood culture from the PICC, which was only two days old. That organism is often seen in water and adheres to any plastic, easily. They're looking for the source. She had bowel surgery, too, so they're checking with or. I told them the only saline we use is the sterile saline in the kit." No other information was provided. Additional information received 05 march 2024: clabsi identified in patient. PICC placed (B)(6) 2024. Positive blood culture collected 3/19/24 (day three). Organism growing is stenotrophomonas maltophilia. Infectious disease physician & infection preventionist observed PICC line & dressing on (B)(6) 2024. Dressing did not demonstrate blood, fluid, liquid, or wetness. Dressing was completely intact & dated (B)(6) 2024. During observation tpn fluid was running. Negative outcome=due to clabsi, PICC line was pulled. Patient discharged (B)(6)2024.